Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: trauma to the vessel wall (including rupture or dissection). As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #bxbl087901j, serial #(B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of bilateral common iliac arteries occlusion due to heavy calcification using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). The vbx devices were deployed in the bilateral common iliac arteries. Reportedly, the vbx device that was deployed in the right common iliac artery was unable to be fully expanded due to calcification. Post-dilation was performed using non-gore balloon catheter. A vessel rupture in the right common iliac was observed on the angiography, additional stent graft was placed to treat the vessel rupture. The patient tolerated the procedure. The physician reported that the size of non-gore balloon catheter was too large, which may have led to the vessel rupture.

Manufacturer narrative:
Emdr section h6, code d15 updated to reflect results of investigation.